Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll wwd plunger rod was damaged. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found a damage on the plunger rod. It was sharp and dangerous.

Event description:
It was reported that syringe 10ml ll wwd plunger rod was damaged. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found a damage on the plunger rod. It was sharp and dangerous.

Manufacturer narrative:
H.6. Investigation: five photos and one loose 10ml syringe were received and evaluated. It was observed there was a significant indentation in the barrel near the 9ml marking. The plunger rod was also damaged in the same location with a portion of the thumb rest broken off. The damage was rejectable per product specification. The potential root cause for the damaged barrel /plunger rod defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.